Event description:
The device was used during a total abdominal hysterectomy procedure. Reportedly, several staples were not present. The surgeon used another instrument to complete the procedure. No pt injury reported.